Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, an additional bsc mesh (lynx) was implanted on (B)(6) 2013 for the treatment of cystocele, rectocele and stress urinary incontinence (sui). Boston scientific has been unable to obtain additional information regarding the event to date.